Manufacturer narrative:
According to sophysa in-house process, the returned catheter has been analyzed by sophysa quality control laboratory. Visual examination and functional control were performed. During the functional investigation, connected to a monitor it displays error message e002, sign of a connection fault. Thus, the returned catheter does not meet its specifications. The visual inspection revealed the presence of oxidation at the metal pins and base. This abnormal presence shows that the pins were in contact with a liquid during use. To conclude, the observed defect is explained by the presence of oxidation on sensor tracks. The origin of this deterioration can not be determined but it seems that it appeared during use because the catheter functioned before the error message appears on the monitor.

Event description:
The monitor showed a message error e002 during after transfer the patient from or to bed